Event description:
It was requested by the sales rep wanting to have this customers control module upgrade th the ex. No patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.